Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported there was no delay in therapy or medical intervention reported. The patient was moved to a different ventilator when the issue was observed. It was then reported that the customer found a third-party company to replace the motor control board. It was reported that the issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" error message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.